Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set leaked at site. The infusion set was used for couple of hours. No further information available.

Manufacturer narrative:
Patient city: (B)(6).